Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the entire system was explanted on (B)(6) 2025 to address the issue.